Manufacturer narrative:
Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into the rv and lv leads to provide traction. A standard medtronic stylet became stuck in the ra lead during attempts to retract the screw at the ra lead tip, so it was not initially prepped for removal. The physician used multiple spectranetics devices (14f glidelight laser sheath, 16f glidelight laser sheath, 13f tightrail rotating dilator sheath), switching back and forth between the rv and lv leads. Dense fibrosis was noted near the clavicle and the physician encountered stalled progression, with none of the devices able to advance past the innominate/superior vena cava (svc) junction. The physician switched to a 12f glidelight to attempt removal of the lv lead. The lead would not release, so the physician lased within the coronary sinus, the lv lead freed and was removed. The physician attempted rv lead removal again using the 16f glidelight; however, during this time the patient's blood pressure dropped. Rescue efforts began, including rescue balloon, and a pericardial effusion was detected via surface echocardiogram. Bypass and sternotomy followed; perforations were discovered in the coronary sinus (MDR #1721279-2022-00230), and the svc , and successfully repaired. The ra and rv leads were not removed; the ra lead was cut and capped. The physician did not attempt to unlock the lld from the rv lead prior to cutting and capping, which remained in the patient (MDR #1721279-2022-00232). This event captures the 16f glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.